Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open colectomy, the firing force was higher than expected at the first firing. Also, it was found that the ring-shaped metal piece fell off the device. The metal piece was retrieved and no pieces were left inside the patient. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p55e21 the analysis found that one ntlc75 device was returned with the left bearing detached, the shroud was noted damage on the same side of the detached bearing the damage noted was as scratch. No cartridge reload loaded on the device. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.